Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4). Analysis of the battery revealed that the capacity had been decreased due to over discharge. According to the trace report obtained from the ins, the two most recent recharge sessions done while the device was implanted were on the same day, (B)(6) 2014. The first recharged for 3 hours and 24 minutes and the battery charged from 3.625v to 3.810v. The second charged for 2 hours and 53 minutes and the battery charged from 3.805v to 3.855v. The battery discharged to the lock mode on (B)(6) 2014. The battery was recharged in the analysis lab for 5 hours and 59 minutes; the battery charged from 3.580v to 4.050v.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has had many surgeries. It was noted that the patient had a replacement on (B)(6) 2013 because their left stimulator completely failed. It was further noted that the patient did not even have it in for four years. The device was reportedly replaced with another implantable neurostimulator (ins) and it was working well. The previous device would reportedly only hold a charge for three days. It was noted that the right one was implanted at the same time ((B)(6) 2010) and was still working fine. It was also noted that on average both would hold a charge for 2 weeks. However, all of a sudden the left one decided to hold charge for 2 days. It was noted that a manufacturer representative ran tests before (B)(6) 2013 and found that it was defective and needed to be removed and replaced. It was also noted that the patient reportedly had 50% improvement. It was later reported that the patient had a complaint about recharging and it was not known if any issues was found pre-operatively.

Event description:
It was reported that the patient¿s stimulator was replaced due to a loss of battery efficacy. The device took 4+ hours to recharge. There were no injuries and the patient recovered without sequelae.

Event description:
Additional information received reported that the all appeared normal and no malfunctions were seen or cause of the issue determined.